Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during a procedure to treat a mildly calcified lesion in the left main artery, the tip of the whisper guide wire separated and remained in the anatomy. There was no resistance noted during advancement or removal of the guide wire. A stent was used to compress the separated portion to the vessel wall. A new guide wire was used. The target lesion was treated with dilatation and a xience xpedition stent. The patient is in good condition. No additional information was provided.